Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to 270 mg/dl while wearing the pod between 36 and 48 hours. The pod reportedly was coming loose from the infusion site (arm), causing the cannula to dislodge. Treatment information was not provided.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed and adhesive pad fully attached to the bottom housing. No damages or deficiencies were found to the fluid path or needle mechanism components that would result in the soft cannula dislodging. The cause of the reported dislodging event could not be conclusively determined. No damages or defects were observed with the adhesive pad or the adhesive welds that would result in a failure to adhere. The exact cause of the reported adhesive failure could not be determined. During inspection of the fluid path components, a tear was observed in the exposed portion of the soft cannula. Fluid was unable to flow through the complete fluid path due to fluid leaking from the tear in the exposed portion of the soft cannula. The timing and cause of this damage could not be conclusively determined.